Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias by laparoscopic repair. It was reported that after implant, the patient experienced recurring hernia, abdominal and groin pain. Post-operative patient treatment included revision surgery.